Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door not recognized" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed lower latch switch. The upper auxiliary required to replace to address the issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's door not recognized during testing in the biomedical service department. There was no patient involvement. No additional information is available.